Manufacturer narrative:
(B)(4). Results: (death). Conclusions: no conclusion can be drawn.

Event description:
The pt had one endeavor mx stent implanted in the mid rca. Thirty day/6 months/1 year/1.5 year/2 year follow ups: pt was asymptomatic. On 2.5 year f/u: pt exited the study due to sudden death. Pt was brought into the ed in astolic cardiac arrest status, and inspite of CPR the pt died. It was not possible to assess whether the death was related to the study stent.